Manufacturer narrative:
The autopulse platform (s/n: (B)(4) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no physical damage was found. The primary complaint was confirmed during archive data review. The system error pertained to a software logic fault. Functional testing could not be performed, since the error message appeared upon powering on the device. The system error message was cleared after the autopulse platform's software was updated. The platform was tested on a mannequin using good known reference batteries. No faults were found. In summary, the customer's reported complaint was confirmed during archive data review and functional testing. The autopulse platform is a reusable device and was manufactured on 3/30/2011. The platform was updated with the current software version to ensure that it remains functional. The platform passed all final testing criteria.

Event description:
During a routine shift check it was reported that the autopulse platform (s/n: (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement was reported.